Manufacturer narrative:
The 2.6f vascu PICC was returned for evaluation. The complaint was reopened. The returned device is in two pieces with 17 cm of the lumen separated from the PICC at the hub. Visual inspection revealed that the lumen is torn just inside the hub. The device was evaluated by medcomp engineering. Under magnification the proximal end of the lumen can be seen inside the hub, indicating the lumen was placed correctly during the hub molding process. The ends of the lumen are jagged which is indicative of the lumen being torn. The condition of the returned device suggests the lumen may have been pulled with more force than it is designed to withstand, causing the lumen to tear off. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacturing process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. The device was implanted for 8 days with no reported issues. Excessive external pressure applied to the lumen may be a contributing cause for this type of failure. This would include flushing or infusing against resistance, inadequate securement of the device, and pull force applied to the device resulting in the failure mode. The instructions for use (IFU) contains the following warnings and precautions: *small syringes will generate excessive pressure and may damage the catheter. The use of 10cc or larger syringes are recommended. *do not use sharp instruments near the extension lines or catheter lumen. *do not use scissors to remove dressing. *insertion site and external portion of the catheter should always be covered with a protective dressing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device involved in the incident was not returned for evaluation. One photograph was provided showing the PICC extensions and hub with no lumen attached. The photograph is insufficient to determine a possible root cause. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacture process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. The device was implanted for 8 days with no reported issues. Without an evaluation of the device a root cause cannot be determined. The instructions for use (IFU) contains the following warnings and precautions: *small syringes will generate excessive pressure and may damage the catheter. The use of 10cc or larger syringes are recommended. *do not use sharp instruments near the extension lines or catheter lumen. *do not use scissors to remove dressing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
PICC was fixed by default but was disconnected at the catheter connection point.

Manufacturer narrative:
An investigation has been initiated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.